Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain "), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping "). The patient was treated with one or more surgeries to remove one or more coils on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tube"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), renal cancer ("tumor / teratoma / cancer type: kidney"), multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis"), basedow's disease ("autoimmune disorder type of disorder: graves"), seizure ("seizures"), sjogren's syndrome ("sjogren's syndrome") and blindness ("vision/eye problems type: lost most vision in left eye") in an adult female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cancer (seriousness criterion medically significant), hypothyroidism ("hormonal changes describe:hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), multiple sclerosis (seriousness criterion medically significant), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), fatigue ("fatigue"), alopecia ("hair loss") and blindness (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), basedow's disease (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), back pain ("lower back pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain") and dry skin ("rashes or skin conditions type: severe dryness"). The patient was treated with surgery (bilateral salpingectomy) and surgery (one or more surgeries to remove one or more coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, renal cancer, abdominal pain, vulvovaginal pain, abdominal pain lower, hypothyroidism, vaginal haemorrhage, menorrhagia, urinary tract infection, multiple sclerosis, basedow's disease, migraine, headache, tooth disorder, fibromyalgia, seizure, dyspareunia, vaginal discharge, sjogren's syndrome, weight decreased, fatigue, alopecia, blindness, back pain, arthralgia, musculoskeletal pain and dry skin outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, basedow's disease, blindness, device dislocation, dry skin, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, multiple sclerosis, musculoskeletal pain, pelvic pain, renal cancer, seizure, sjogren's syndrome, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.89 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Reporter's information added. Lot number was added. Patient's demographics was added. Added event hypothyroidism, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, multiple sclerosis, graves, malposition of essure device location of device: fallopian tube, severe dryness, migraines, headaches, dental problems, fibromyalgia, seizures, dyspareunia (painful sexual intercourse), kidney cancer, vaginal discharge, lost most vision in left eye, sjogren's syndrome, weight loss, fatigue, hair loss, lower back pain, shoulder pain, hip pain. Updated onset date. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: fallopian tube"), pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), renal cancer ("tumor / teratoma / cancer type: kidney"), multiple sclerosis ("autoimmune disorder type of disorder: multiple sclerosis"), basedow's disease ("autoimmune disorder type of disorder: graves"), seizure ("seizures"), sjogren's syndrome ("sjogren's syndrome") and blindness ("vision/eye problems type: lost most vision in left eye") in an adult female patient who had essure (batch no. 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal cancer (seriousness criterion medically significant), hypothyroidism ("hormonal changes describe:hypothyroidism"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), multiple sclerosis (seriousness criterion medically significant), migraine ("migraines / headaches"), headache ("migraines / headaches"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia"), seizure (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss"), fatigue ("fatigue"), alopecia ("hair loss") and blindness (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), basedow's disease (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), back pain ("lower back pain"), arthralgia ("hip pain"), musculoskeletal pain ("shoulder pain") and dry skin ("rashes or skin conditions type: severe dryness"). The patient was treated with surgery (bilateral salpingectomy) and surgery (one or more surgeries to remove one or more coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, renal cancer, abdominal pain, vulvovaginal pain, abdominal pain lower, hypothyroidism, vaginal haemorrhage, menorrhagia, urinary tract infection, multiple sclerosis, basedow's disease, migraine, headache, tooth disorder, fibromyalgia, seizure, dyspareunia, vaginal discharge, sjogren's syndrome, weight decreased, fatigue, alopecia, blindness, back pain, arthralgia, musculoskeletal pain and dry skin outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, basedow's disease, blindness, device dislocation, dry skin, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, multiple sclerosis, musculoskeletal pain, pelvic pain, renal cancer, seizure, sjogren's syndrome, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.89 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.